Manufacturer narrative:
This product is registered as a combination product. More information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on he right ventricular lead. No intervention was performed at the time.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6)2020. Patient was stable post procedure.